Event description:
It was reported to philips that the device experienced a test failure. A field service engineer (fse) went on site and clarified the device experienced a defib test failure. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and it was determined that the therapy pca and processor pca both needed to be replaced. Upon conclusion of the evaluation, it was determined that this was a malfunction of the therapy pca and processor pca. The therapy pca and processor pca were both replaced to resolve the intermittent issue and the device remains at the customer site. No further evaluation is required at this time.

Event description:
It was reported to philips that the device experienced a test failure. There was no patient involvement.